Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp was placed in place of the intra-aortic balloon pump. During use of the aic (console) it was reported that the purge kept priming and could not get to stop, so the aic was exchanged and that resolved the issue.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. Based on the data and device analysis the cause of the priming failure was most likely the purge cassette not properly seated. This then triggered an erroneous piston block in the logs which triggered the pud to reset and interrupt priming. D6a and d6b should have been left blank on the initial manufacturer device report number 1220648-2025-30057.